Manufacturer narrative:
This ICD remains in service for the time being. Once explanted it will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) will be explanted in the near future due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.